Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery issue with the infusion set and reservoir during prime. Customer disconnected and reconnected to resolve the issue. Customer stated that he has had the same issue on and off for 4 or 5 times. Customer also had a motor error alarm in july. Customer was advised that the pump will need to be replaced. Customer declined replacement of the pump because he stated that it was caused by looking at the graph during bolus. No additional information provided.